Event description:
The patient was undergoing a coil embolization procedure using ruby coils and ruby coil detachment handles. During the procedure the physician was unable to detach two ruby coils using the detachment handle. A third ruby coil was used, however, the pusher wire of the ruby coil became stuck in the detachment handle. The physician fractured the pusher wire and successfully manually detached the ruby coil. A new ruby coil and detachment handle were used, however, the physician was unable to detach the ruby coil using the detachment handle. The procedure successfully continued using a new ruby coil detachment handle. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00295, 00296, 00297 and 00306. The hospital discarded the device.